Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a shaft kink and deployment difficulties occurred. The lesion was located in the common bile duct (cbd). Upon advancing the 10mm x 80mm rx wallstent permalume stent delivery system (sds) through the biopsy channel of an unspecified endoscope, the catheter kinked. The sds was advanced to the lesion, however, upon attempting to deploy the stent, the stent was unable to deploy. The device was removed and the procedure was completed with a 10mm x 60mm rx wallstent permalume stent. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.